Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55: warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a bolus and a manual injection of insulin was administered.

Manufacturer narrative:
The device was received and evaluated. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin.